Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 436 mg/dl at the time of the incident. The customer that they had seizure way back since then they had a hard time managing the sensor and the insulin pump. The customer informed that they wanted to auto suspend when they were out on automode. The customer informed that they had a lot of issues with the new system and did not used the sensor for weeks now but the insulin pump was no longer communicating with the tester. The customer was assisted with programming. The meter was linked to the insulin pump. The customer declined troubleshooting and mentioned that they already delivered insulin earlier when it was 574 mg/dl. The insulin pump will not be returned for analysis.